Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The top case was chipped front right corner. Error history log review found a battery communication timeout. Customer stated problem could not be verified after multiple flow and occlusion tests. The root cause of the reported issue was unable to be determined, could not duplicate customer stated problem. Actions were taken to mitigate the reported issue: replaced interconnect board and battery as a preventive measure.

Event description:
It was reported that the pump had a base communication failure. No patient injury was reported.